Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of damage/split in the outer portion of the device. The reason for return was confirmed. Correction b5: no blood loss was attributed to the cannula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the device was used to complete the procedure. No replacement cannula was used. The issue was observed during de-cannulation. The cannula was not heated or cooled prior to use. The patient was kept at normothermic temperatures and the cannula was only given to the table minutes before cannulation. The damage was around the same area where the cannula was snared down. However, there was no damage to the inferior vena cava (ivc) vessel. No blood loss was contributed to the cannula. No transfusion was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp malleable single stage venous cannula, it was reported that the cannula had split. The reported product was designed to bend to the required angle. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.